Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that per complaint details, approximately one month post insert revision due to instability, a patient wrecked a bicycle/ruptured the quad tendon for which another insert revision along with a quad tendon repair was performed. It was communicated that no further medical documentation and/or information would be forthcoming. Based on the information provided, the root cause of the event was reportedly the traumatic injury. The patient impact beyond the reported surgical procedure could not be determined. Should additional information/ documentation become available, the clinical/medical task may be re-opened for further evaluation. No further medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. A potential probable cause could be but is not limited to traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the patient underwent an insert exchange on (B)(6) 2020 at (B)(6) for instability. Approximately 1 week ago the patient wrecked a bicycle and ruptured her quad tendon. A quad tendon repair and insert exchange was performed on (B)(6) 2020. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.